Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in completing a pump reset, after which the customer successfully loaded a cartridge and resumed insulin.